Event description:
It was reported by the customer that during use, the cs300 intra-aortic balloon pump (iabp) pumping stopped twice during treatment. No patient harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were unable to replicate the issue reported by the user. A simulated treatment was successfully completed using a testing catheter and trainer from june 10th to 11th without issue. The product passed all functional and safety tests in accordance with manufacturer specifications. The fse reported that there was nothing unusual identified in the logs. Autofill fail (fault #57) was present in the logs during the reported date. Fault #57 indicates that shuttle pressure failed to reach the initial purge level for dead volume calculation within 14 seconds. Possible causes for this alarm include slow purge, vacuum leak, leak in the iab circuit, excessive water buildup, clogged purge line filter, or k3/k5 solenoid failure. Only one instance of this alarm was recorded, which does not indicate a persistent condition or trend. The fse was unable to verify the failure during testing of the iabp. This failure is classified as intermittent, and although the pump reportedly stopped twice during treatment, the inability to replicate the issue or identify repeat alarms prevented further troubleshooting or confirmation of a root cause.